Manufacturer narrative:
The subject device was disposed in the hospital.

Event description:
It was reported that the coil (subject device) detached in the microcatheter. The subject device and microcatheter were retrieved as one unit and the procedure was completed with the same microcatheter and another coil. There were no reported clinical consequences to the patient.